Event description:
It was reported that during a laparoscopic urology procedure, the instrument would not close properly. After several attempts, removed the instrument, replaced it with a new one and the procedure continued with no further issue.

Manufacturer narrative:
Broken advancer. Evaluation summary: the analysis result found that one device was returned with the advancer tip broken off. The instrument was cycled and it malformed the remaining clips due to the advancer condition. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side loadto the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parellel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.